Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states initially she tried 1.7v and knew immediately that was too much so decreased down to 1.5 v because she was getting a weird feeling in her leg and foot and shocking feelings at night. Then last saturday she sat down at a restaurant and got a big shock in her back and her husband thinks it was static electricity. The shock was across the back. Since then, the patient noticed that last night she felt like she was feeling it too much, patient was feeling little throbbing sensations at the incision site, understood to be stim. She was in the bed reading and she got up and turned it down to 1.4 v and now she is feeling stim sensation in her vagina. Patient states she weighs 118 and doesn't know if this has anything to do with the shocking or sensation. It was recommended patient follow up with managing doctor if sensations at the incision site continue (patient mentioned she did let the doctor know about this at her post op appointment). No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient was asked any troubleshooting performed to resolve the throbbing sensation and patient stated she turned it down to 1.4v and felt only a little throb. Patient also stated that she does not have pain at the incision site and that she did not contact the healthcare provider (hcp). Patient then called and stated that she had a weird day yesterday ((B)(6) 2019) and she decreased the stimulation to 1.3v. Patient stated she was driving and sitting for several hours and today she has some pain/noticeable difference where the lead wire would go. Patient states she was also in some different positions like standing, leaning over or twisting wrong. Patient stated she is just trying to figure out why today she had the difference. Patient also noticed that she went to lay down and could feel a different sensation across her back/around the waist which she had previously felt it more in the vagina. Patient stated she is still feeling stimulation down the leg. No further complications were reported

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.